Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the pump powers on properly with no alarms. A review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. The history indicated that the rebooting occurred on (B)(6) 2011, the day after the issue was reported. There were no reboots prior to (B)(6) 2011 noted in the pump history. The pump history indicated that multiple low battery warnings occurred prior to the incident being reported to animas customer support. A review of the pump's alarm history showed that low battery warnings were appropriately followed by replace battery alarms. Investigation revealed that the top of the battery cap is damaged, making it difficult to remove or appropriately secure the cap. The complaint regarding rebooting could not be duplicated during testing. A damaged battery cap is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump was turning and off multiple times. The patient thinks she may have stripped the "gears" on the battery cap. The patient was unable to inspect battery cap or compartment at the time of the call as she was unable to get battery cap off. This report is being made due to the alleged malfunction of the pump.